Event description:
It was reported that the device had error code 800.8000. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report of error code 800.8000 was able to be confirmed on the returned device through laboratory testing. A review of the pcu error logs showed no error codes or malfunctions occurred most likely from having been cleared before the device was sent to dchu for investigation laboratory testing of the suspect pcu observed system error (code 255-12-275) after the device was left powered on overnight. Logs were t downloaded, and error logs recorded error code 800.8000.0. O during the internal inspection process the wireless network card was removed and temporarily replaced with a known good dchu wireless network card so additional testing could be performed. O the returned pcu was set up to test wireless connectivity with the dchu internal wireless network server. The device was left powered on overnight with no error codes or malfunctions occurring, indicating a faulty wireless card. O during internal inspection flux residue was observed and was cleaned with isopropyl alcohol. The original wireless network card was re-installed into the pcu. The pcu was left powered on overnight. O on the next day, the suspect pcu displayed a network comm error (code 600.6855, ¿cib device not responding¿). Logs were again downloaded, and error logs recorded error code 800.8000.0. Per the bd alaris system error tipsheet, the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Operation will continue on all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose or volume to be infused (vtbi). O obtain a new pcu. Do not power down until a new pcu is available. Operation will continue on all channels during this time. Programmed settings on the module are not restorable, any current rate, dose and vtbi settings should be noted and recorded prior to powering down the pcu. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The devices were reported with no patient involvement. Note to repair center: device opened for investigation. Please replace the malfunctioning wireless card assembly. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 800.8000. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report of error code 800.8000 was able to be confirmed on the returned device through laboratory testing. A review of the pcu error logs showed no error codes or malfunctions occurred most likely from having been cleared before the device was sent to dchu for investigation. Laboratory testing of the suspect pcu observed system error (code 255-12-275) after the device was left powered on overnight. Logs were t downloaded, and error logs recorded error code 800.8000.0. During the internal inspection process the wireless network card was removed and temporarily replaced with a known good dchu wireless network card so additional testing could be performed. The returned pcu was set up to test wireless connectivity with the dchu internal wireless network server. The device was left powered on overnight with no error codes or malfunctions occurring, indicating a faulty wireless card. O during internal inspection flux residue was observed and was cleaned with isopropyl alcohol. The original wireless network card was re-installed into the pcu. The pcu was left powered on overnight. On the next day, the suspect pcu displayed a network comm error (code 600.6855, ¿cib device not responding¿). Logs were again downloaded, and error logs recorded error code 800.8000.0. Per the bd alaris system error tipsheet, the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Operation will continue on all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose or volume to be infused (vtbi). Obtain a new pcu. Do not power down until a new pcu is available. Operation will continue on all channels during this time. Programmed settings on the module are not restorable, any current rate, dose and vtbi settings should be noted and recorded prior to powering down the pcu. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The devices were reported with no patient involvement. Note to repair center: device opened for investigation. Please replace the malfunctioning wireless card assembly. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 800.8000. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.